Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since this past weekend they are having issues with stimulation being stronger than it should be and feeling uncomfortable. Pt states it would come and go and pt can't remember what to do with the equipment as they were trained under anesthesia. Pt services walked pt through how to decrease stimulation. Pt was unable to confirm on the call if the stimulation is more comfortable as they reiterated that the discomfort comes and goes. Redirect to doctor if issue persists. Pt states their next doctor's appointment is on thursday.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since this past weekend they are having issues with stimulation being stronger than it should be and feeling uncomfortable. Pt states it would come and go and pt can't remember what to do with the equipment as they were trained under anesthesia. Pt services walked pt through how to decrease stimulation. Pt was unable to confirm on the call if the stimulation is more comfortable as they reiterated that the discomfort comes and goes. Redirect to doctor if issue persists. Pt states their next doctor's appointment is on thursday.